Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. An 0x18, pod has reached empty reservoir, safety alarm was observed in the pod data. No bends or kinks to the soft cannula were observed. The pod data indicated there was no struggle to deliver insulin. No problem was found. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported difficulty removing the adhesive. The cause of the reported difficulty removing the adhesive could not be determined.

Event description:
It was reported the patient's blood glucose level rose to >250mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. It was also reported that the patient had a hard time removing the adhesive. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.